Event description:
It was reported that the patient was implanted in 2008. The patient went to the hospital in (B)(6) 2013 for programming. The battery was depleted. The left side lead was found to be abnormal before the operation. The left lead implanting site was red and swollen. There was no infection at the site. It was noted that the implantable neurostimulator (ins) was replaced in (B)(6) 2013. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# unknown, implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4). Product type: extension, product ID: 338940, lot# b0846016k, product type: lead. Product ID: 748251, serial# (B)(4), product type: extension. Product ID: 338940, lot# b0846581k, product type: lead. (B)(4).